Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review and it was determined that the device use may have contributed to the patient outcome stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device indicated no pads connected, while being attached to the patient. A back up set of pads were available and were used, however the issue persisted. The customer advised that another device was available and was used with the same pads, and they were able to successfully defibrillate the patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to verify the reported issue through review of the electronic patient record. The reported issue could not be duplicated. The root cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device indicated no pads connected, while being attached to the patient. A back up set of pads were available and were used, however the issue persisted. The customer advised that another device was available and was used with the same pads, and they were able to successfully defibrillate the patient. The patient associated with the reported event did not survive.